Event description:
On 07/18/2007, the company received a report that the inner cannula was found to have obstruction in the lumen. The customer is stating that they were routinely suctioning a patient who has a 8dct tracheostomy tube. They were using a 14 french suction catheter. They also did a routine change of the 8dic inner cannula. The caller reported that the patient became short of breath. They attempted to hyperventilate using a bag to trach but found it difficult. They tried to pass the suction through the lumen of the dic but found that they could not. They removed the dic and suctioned through the lumen of the outer cannula. The dic was replaced with a new one and there were no additional problems. A suction catheter passed through this dic without issue. The caller stated that the dic in question was examined and a piece of plastic was seen at the point where the hub joined the cannula and that this plastic blocked the lumen of the tube. The caller does not have a lot number for the dic in question, but she has saved it and will return it to tyco for evaluation.

Manufacturer narrative:
The customer stated they will return the product to npb for evaluation.